Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). Rv lead impedance warnings were noted. Follow up with the physician's office indicated that the patient was brought into the office for an appointment. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited t-wave oversensing (twos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.